Event description:
The event is reported as: "complaint alleges that the circuit is cracked near pt wye. The alleged defect occurred prior to pt use during functionality testing." No pt injury reported.

Manufacturer narrative:
No sample is available for the manufacturer to evaluate. Results: the DHR review could not be conducted since the lot number was not provided. Conclusions: customer complaint could not be confirmed since sample not received, however, this is a known issue and is related with the corrugated tubing extrusion process. At this is a purchased component, the process is under the control of the supplier. A scar (supplier corrective action request) has been opened to address this issue. Root cause is unknown. If additional information is received that affects the conclusion of the investigation, a follow-up report will be sent.